Event description:
It was reported that the system would not power on when the powered button was pressed. No pt involvement in this report.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure occurred due to a faulty surge suppressor pcb. This was replaced and the system was restored to normal operation.